Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined."no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/06/2018. The device was visually inspected, and pass. Performed voltage test and passed. Performed a pairing test with (B)(4) bluetooth device and passed. Transmitter functional tests were performed and passed. Performed share log review and no issue found. Performed bin file analysis and failed. The reported event of a loss of connection was confirmed the probable root cause could not be determined.